Event description:
It was reported that approximately three weeks post implant the patient experienced a perforation and pain when lying on the left side. The right ventricular (rv) lead exhibited high thresholds and was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.